Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During the procedure, while the 3max was being advanced in the patient, it became kinked and was removed. Upon removing the 3max from the patient, the physician noticed that it was broken. The procedure was completed using a new 3max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the penumbra system 3max reperfusion catheter (3max) was kinked approximately 23.0 and 45.0 cm from the hub and fractured approximately 77.0 cm from the hub. Conclusion: evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during use. If the 3max is forcefully manipulated against resistance during advancement into a patient, the catheter may become kinked. If the kinked 3max is further forcefully manipulated, it may become fractured. 3max devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.